Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive delivery alarms noted during testing. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The father of a customer reported via phone call of high blood glucose of 600mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump excessively alarmed no delivery. Customer indicated that they want a new pump and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.